Event description:
It was reported that the procedure was to treat a lesion located in the right coronary artery. During advancement of 3.5x18 mm xience xpedition stent delivery system (sds) on the whisper es guide wire, resistance/sticking was felt. The sds was removed from the guide wire and the guide wire was rinsed. A second attempt was made to advance the sds on the guide wire; however, it still felt sticky. An attempt was then made to manipulate the sds and the stent implant by manually moving it with the fingers; however, this resulted in dislodgement of the stent implant from the balloon onto the distal shaft. Resistance was also felt during removal of the sds from the guide wire. The same whisper es guide wire was used with a new sds to complete the procedure. All this happened outside of the patients anatomy. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4) - failure to follow steps/instructions. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: do not manipulate, touch, or handle the stent with your fingers, as this may cause coating damage, contamination, or dislodgement of the stent from the delivery balloon. In this case, the IFU deviation appears to have contributed to the stent dislodgement.